Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
Customer reported hospitalization due to high blood glucose. Customer stated that the insulin pump stopped working. The blood glucose reading at the time of the event was over 800 mg/dl. Customer experienced vomiting and diarrhea. Diagnosed diabetes ketoacidosis. Nothing further reported.